Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309628 batch#: 3027085 it was reported that the bd luer-lok stopper separated from the plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Per report, "on date of service 06/10/2024 xxx proceeded with a replacement izervay due to the syringe being damaged additional information provided: 1. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? There is no complaint sample as it was disposed. Pictures were provided. See attached. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There was no adverse event or injury reported for the patient or the healthcare professional. 3. Could you please elaborate the issue what actually the damaged was. The reporting facility will be contacted for additional details. 4. Could you please confirm is there any leak. The reporting facility will be contacted for additional details. 5.if possible, could you please provide picture samples for investigation? See attached. 1) today, 26jun2024, the eye clinic confirmed that as the healthcare provider was withdrawing the product from the vial, the plunger separated from the black rubber stopper. The black rubber stopper was stuck in the syringe. 2) the healthcare provider did not report leakage.

Manufacturer narrative:
Two photos of a 1ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos from batch 3027085 regarding item 309628. One photo shows the side of the white box with the variable data applicable to the "izervay" product, and the other photo shows one loose syringe with an unknown white needle attached sitting on top of the "izervay" white box with the stopper inside the barrel and the plunger rod missing. The stopper inside the barrel and the plunger rod missing indicates the plunger separated from the stopper. The condition observed is non-conforming per product specification. Potential root cause for the stopper separation from plunger and plunger rod missing defect are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.